Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the bladder temperature probe was not reading properly. It was reading at 39.0c when they arrived, and had been as low as 27.3c overnight. It was fluctuating a bit throughout the course of each hour. Mss understood that some of this could be environmental with lots of blankets or no blankets, but the swing was simply too large to attribute to that alone. Nurse checked oral and circuit temperature and they read around 36.5 to 37c overnight.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the bladder temperature probe was not reading properly. It was reading at 39.0c when they arrived, and had been as low as 27.3c overnight. It was fluctuating a bit throughout the course of each hour. Mss understood that some of this could be environmental with lots of blankets or no blankets, but the swing was simply too large to attribute to that alone. Nurse checked oral and circuit temperature and they read around 36.5 to 37c overnight.

Event description:
It was reported that the bladder temperature probe was not reading properly. It was reading at 39.0c when they arrived, and had been as low as 27.3c overnight. It was fluctuating a bit throughout the course of each hour. Mss understood that some of this could be environmental with lots of blankets or no blankets, but the swing was simply too large to attribute to that alone. Nurse checked oral and circuit temperature and they read around 36.5 to 37c overnight.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to "sensor wire too weak". It was unknown whether the device had met specifications. The product was used for diagnostics purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore, bard is unable to determine the associated labeling to review. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.